Manufacturer narrative:
This report is submitted on september 06, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced (B)(6) infection at implant site and subsequently was treated with oral and topical antibiotics (date and duration not reported) and an injectable steroid in (B)(6) 2017 (specific date not reported). The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent skin revision during surgery to explant the device on (B)(6) 2017. (B)(4).